Event description:
On (B)(4) 2012, the patient's mother contacted animas to report that the patient has been having higher than normal blood glucose (bg) levels for the past 5 days. The reporter stated the patient's bg has gone into the high 400 mg/dl range and then back to the 200 mg/dl range. The patient's mother claimed the patient developed symptoms of muscle aches and fatigue and confirmed the patient did not test positive for ketones. The reporter informed customer support that the patient's normal bg range is 90 to 150 mg/dl. The reporter stated they have been working with the dm nurse from their clinic. The patient's mother stated the patient came off the pump 24 hours prior and her bg's have come down to her normal range since going on backup plan (multiple daily injections). At the time of the call, the reporter informed customer support that the patient's infusion sets were changed out 4 times and insulin was also changed out with the high bg readings without improvement. The patient confirmed the subject pump was set to the correct date and time and all advanced settings were programmed as intended. Customer support noted there were no alarms in pump history and no suspends. Customer support also noted bolus history, basal rate(s) and tdd were all correct. The patient's reported bg readings and symptoms do not meet animas' criteria of a serious injury. However, this complaint is being reported because the alleged pump issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Follow-up #1 date of submission 04/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows a replace cartridge alarm occurred at 15:48 on (B)(4) 2012. The alarm was confirmed at 15:49 but deliveries did not resume until 17:52. There was no activity outside normal use observed in the black box and pump histories. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no defect found on investigation.